Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0325741. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing separated from the infusion joint of the needle and syringe after being connected. The following information was provided by the initial reporter, translated from (B)(6) to english: "before the intravenous indwelling, the disposable sterile syringe with normal saline was connected to the closed intravenous indwelling needle infusion joint. It was found that the infusion joint of the indwelling needle and the syringe would eject after the connection, and the tube could not be sealed, which affected the preoperative preparation efficiency of the child. Therefore, a new indwelling needle was immediately replaced."